Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2021-30222. It was reported that during a follow up in clinic, noise on the right atrial (ra) lead resulting in oversensing was noted on the device. No intervention has been performed. The patient was in stable condition.